Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a loss of connection between the transmitter and the receiver. No additional patient or event information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.